Event description:
Customer initially reported via phone call she was having issues with the serter. During troubleshooting she mentioned she was experiencing low blood glucose of 46 mg/dl, which she treated by eating candy at the time. No troubleshooting was performed for the low blood glucose as customer called in for the serter issue. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.